Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report. (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery (date not reported), in order to place an internal magnet.